Manufacturer narrative:
Unit received unable to perform the displacement test due to cracked and bleeding lcd noted.

Event description:
Customer reported via phone call that insulin pump had damage screen. The blood glucose at the time of the incident was 227 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.